Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As per medwatch mw5186904: stryker triathlon x3 total stabilizer tibial insert - defective implant - wire popped out and plastic split from component on first contact with impactor. Update: initial reporter confirmed a clinical specialist was present for the event.